Event description:
Information received from the field notes that during a routine follow-up, the device exhibited no output or telemetry. The last test in august of 1999 was normal. The patient was not pacemaker dependent.